Manufacturer narrative:
A steris service technician arrived onsite to inspect the table. The technician tested the functions and articulations of the table and hand control and found them to be operating properly in each instance; no repairs were required. The technician was unable to duplicate the reported event and the table was returned to service. While onsite, the technician was informed facility personnel connected the table to the ac power cord during the procedure and the table successfully responded to table commands. The root cause of the reported event is likely attributed to depleted battery power. As the batteries were depleted this prevented the table from responding to input commands and caused the reported event to occur. Facility personnel should have ensured the table's batteries were completely charged prior to the patient procedure as stated in the operator manual. The 3085 sp surgical table operator manual states (pg. 3-1), "important: battery powered tables should be completely charged prior to initial operation. Charge batteries as indicated in section 6, routine maintenance, before proceeding." The technician counseled user facility personnel on proper use and operation of the table, specifically, ensuring the table batteries are properly charged. The table was installed at the customer's location in 2004 and is not under steris service agreement for maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 3085sp surgical table would not response to table commands and produced a "buzzing" sound. No injuries were associated with the reported event. A procedure delay occurred as facility personnel attempted to activate table functions via the hand control and auxiliary controls.